Manufacturer narrative:
At this time product has not yet been returned. There were no records of the DHR for the serial number ((B)(4)) that the user provided. Since the update log file for serial number (B)(4) was not available, there was not enough information to conclude that the application was not functioning as intended. The reported complaint could be not confirmed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he was not able to update the adc freestyle libre reader software and therefore, he was incapable of using the reader to monitor his glucose level. Consequently, the customer experienced a loss of consciousness however, he regained consciousness on his own and self-treat with food. No third-party treatment was rendered and no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported he was not able to update the adc freestyle libre reader software and therefore, he was incapable of using the reader to monitor his glucose level. Consequently, the customer experienced a loss of consciousness however, he regained consciousness on his own and self-treat with food. No third-party treatment was rendered and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated from (B)(6)to unk as it was deemed invalid during the extended investigation. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the libre reader. The review did not identify any trends that would indicate any product related issues related this complaint. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.